Event description:
It was reported that during a ptca/stent procedure, a stent was successfully placed in the diagonal branch of a bifurcated lesion. This stent was attempted to be passed into the left anterior descending adjacent to the previously implanted stent. This stent would not cross the bifurcated area, and was successfully removed. Another company's stent was attempted to cross, but it too failed and the pt was sent for non emergent bypass surgery. Reportedly, the pt died two days later from complications of the surgery. Cause between the event and the death cannot be established. Guidant corporation is conservatively filing this event.